Event description:
On january 19, 2025, palette life sciences received a notification from a [distributor] who received it from a [physician] in (B)(6). It was reported that "the syringe of the injectable bulking agent deflux broke during a recent procedure, leading to hand injury and bleeding to the surgeon performing the injection." Attempts for additional information have been requested from the complainant have been unsuccessful at the time of this report. Complaints associated: 3014909464-2025-00002, 3014909464-2025-00003.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. This complaint concerns expired product. Product must not be used under any circumstances after the expiry date. If there is expired product in stock at the affiliate or customer, the expired product must be destroyed. Visual inspection has been performed of provided pictures in terms of overall appearance. Pictures display 2 syringes with broken flanges with the reported lot number. The batch record has been reviewed and no deviations or anomalies were identified that can be linked to the complaint. The retain sample has been reviewed and the appearance of the sample complies with specifications. The most probable root cause of the flange break is variability within an isolated glass syringe batch. We also found that preparation and injection technique can be a contributing factor to syringe breakage and may result in additional undue stress to the glass flange during injection. As outlined in the deflux instructions for use, all physicians should ensure they prime the needle with saline before use, thereby decreasing the force needed to extrude the product and thus reducing stress on the syringe's glass flange during injection. No further actions will be performed within this complaint. If the sample becomes available at a later date a follow-up report will be submitted with the investigation results. Palette life sciences will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: corrected data from section b. Describe event or problem: from "on january 19, 2025, palette life sciences received a notification from a [distributor] who received it from a [physician] in saudi arabia. It was reported that "the syringe of the injectable bulking agent deflux broke during a recent procedure, leading to hand injury and bleeding to the surgeon performing the injection." Attempts for additional information have been requested from the complainant have been unsuccessful at the time of this report. Complaints associated: (B)(4)." To "on january 19, 2025, palette life sciences received a notification from a [distributor] who received it from a [physician] in saudi arabia. It was reported that "the syringe of the injectable bulking agent deflux broke during a recent procedure, leading to hand injury and bleeding to the surgeon performing the injection. This incident was raised by the [physician] while using it twice before from a different hospital on a different patient." Attempts for additional information have been requested from the complainant have been unsuccessful at the time of this report. Three syringes were involved: one syringe was associated with a reported event resulting in injury, while for the remaining two syringes, it is unknown whether an injury occurred. MDR reports associated: (B)(4)."

Event description:
On january 19, 2025, palette life sciences received a notification from a [distributor] who recieved it from a [physician] in saudi arabia. It was reported that "the syringe of the injectable bulking agent deflux broke during a recent procedure, leading to hand injury and bleeding to the surgeon performing the injection." Attempts for additional information have been requested from the complainant have been unsuccessful at the time of this report.complaints associated: (B)(4).